Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose (bg) was 73 mg/dl with extreme fatigue, confusion, and disorientation. It was reported that the insulin-on-board (iob) calculation was not being displayed on the bolus screen. During troubleshooting with an animas customer technical support representative, it was reported the iob feature was not turned on. The reporter noted the patient remained on the pump after the reported hypoglycemic event. This complaint is being reported based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy associated with use error of the pump.

Manufacturer narrative:
The device has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/19/2015 with the following findings: the pump was returned with the insulin on board (iob) setting set to on for duration of 2hrs. The black box began on 04/13/2015. The black box data/histories for the event have been overwritten due to continued use of the pump. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. A 10u audio bolus and a 10u normal bolus were successfully performed. Immediately after the boluses were performed, the pump correctly displayed the 20u iob in the status screen. An ezbg bolus and an ezcarb bolus were programmed and the 20u iob was present on both bolus total screens. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.